Manufacturer narrative:
Due to limited information available, the manufacturer is reporting this event in a conservative manner.

Event description:
On november 10, 2016, the manufacturer was notified of the following from patient tracking: a perceval size 21 was implanted and then explanted on (B)(6) 2016. A mitroflow dla size 19 was then implanted on the same day.

Manufacturer narrative:
A partial manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Corrected data: the follow-up 1 for this report was sent on jun 22, 2017 with the incorrect MFR report # 3004478276-2106-00170 instead of 3004478276-2016-00170. Therefore this report was sent as follow-up 1 again with the correct MFR report #

Event description:
This was a case in which the valve size was too large, therefore a smaller valve was implanted.